Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The product code listed in d1/type, d2 and the PMA# listed in g5 is based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device.

Event description:
It was reported that the 3.5x28 absorb bioresorbable vascular scaffold system (bvs)was unable to cross the predilated mid right coronary artery due to anatomy and device interaction. Reportedly, there was device interaction between the 3.5x28 bvs and a buddy wire that was also in the guide catheter which may have contributed to the failure to cross the lesion. There was concern that there may not have been enough room in the guide catheter. When the 3.5x28 bvs was removed from the anatomy, the shaft was noted to have fractured. The fractured portion of the shaft was outside the anatomy. The distal portion of the shaft was withdrawn without intervention. Additional predilatation was performed and a 4.0x28 xience alpine was deployed at the target lesion. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported separation was confirmed. The reported guiding catheter resistance was unable to be tested due to the condition of the returned device. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, visual and dimensional analysis of the returned device, there is no indication of a product deficiency.